Event description:
A surgeon reported that during surgery, the system hung up and could not be rebooted. The surgeon removed the viscoelastic manually and stopped the case. Additional details have been requested.

Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event. The company representative replaced the following: central processing unit (cpu) assembly, power supply assemblies (x2), and printed circuit board (pcb) power distribution assembly. Additionally, unrelated to the reported event, the company representative also placed new cable assembly, power cord, and dvd-rom lite-on drive. The company representative then tested the system. The system met all product specifications. There was no additional information provided related to this event. A review of complaints for the last 24 months did not indicated any additional similar reports for this system. The root cause of the reported event can be attributed to central processing unit (cpu) assembly, power supply assemblies (x2), and printed circuit board (pcb) power distribution assembly. However, without samples, component level root cause cannot be determined at this time. (B)(4).